Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebz1200 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported during PICC insertion process, when testing the catheter, a hole was identified.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebz1200 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported during PICC insertion process, when testing the catheter, a hole was identified.